Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported when the programmer is powered on, the programmer locks up with a system error. It was recommended by the technical consultant to run the programmer service disk and if that does not resolve the issue then to return the programmer for repair. There was no patient involvement.